Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin infection cannot be ruled out. Skin infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
An (B)(6) -year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2026, novocure received a medical record dated march 11, 2026, indicating that the patient developed painful scalp sores, including one particularly painful lesion, and temporarily discontinued optune gio therapy on (B)(6) 2026, to allow the scalp to heal. Physical examination revealed a small pustular lesion near the left temple and several superficial scalp abrasions without pustular drainage. To manage a superficial skin infection, the patient was prescribed clobetasol cream and cephalexin and was advised to remain off therapy until the scalp had healed. During a follow up appointment on (B)(6) 2026, it was noted that the scalp healed. Multiple attempts were made to contact the prescribing physician; however, no reply was received.